Event description:
The patient reported that she was implanted with a bard large oval ck mesh in 2005. Two days after the surgery, the mesh was explanted due to infection. She stated she was 30 days in the hospital for disease control and is fine now.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn.